Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, during the ultrasonic scalpel test, 'relax pressure on blade¿ alert screen was displayed by the generator. After cleaning the blade, it was confirmed that the blade was complete. During re-test of the device, ¿replace instrument¿ alert screen was displayed. The scalpel and handpiece were disassembled and then re-assembled again. ¿replace instrument¿ alert screen was still displayed. While waiting for the generator to be replaced, the scalpel tip broke. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.